Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. .placeholder

Event description:
The clinic reported that a laser vision correction patient presented with scratchy sensation in the right eye one day post treatment. Slit lamp exam was performed and noticed slipped flap in the right eye. Patient brought back to laser suite by primary surgeon and flap lifted, epithelial cells removed from gutter and underside of flap and flap was repositioned. Acuvue oasis 8.8 bandage contact lens (bcl) applied. Patient seen on (B)(6) 2014, visual acuity sans correction (vasc) was noted 20/25 right eye, 20/25 left eye. Rxm -1.00 -1.00 x 080 20/20 right eye, +0.50 sphere 20/20 left eye.